Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient required escalating doses of vasopressors on the evening of (B)(6) 2015. The patient had a chest x-ray which showed lung whiteout and was taken to the operating room for washout with 600 cc of blood and clots were removed. The source of bleeding was thought to be from the inflow elbow of the lvad causing chest wall abrasion. While in the operating room, the inflow elbow was sutured to the chest wall and the chest was closed. The patient was also given two units of packed red blood cells for the bleeding and was returned to the intensive care unit intubated.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.